Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized due to low blood glucose. The customer also reported that the ambulance was called. The customer reported that she also experienced high blood glucose. The customer stated that she had high blood glucose of 500 mg/dl. The customer stated that she treated the high blood glucose with manual injections. The customer's blood glucose was 20 mg/dl at the time of the incident. The customer's blood glucose was 71 mg/dl at the time of call. The customer stated that they treated her low blood glucose with glucose tablets. The customer stated that they treated her high blood glucose with the insulin pump. The customer also reported that her jaw locked and her bones were stiff. The customer stated that she was wearing the insulin pump during the low blood glucose. The customer mentioned that there was a burnt mark beside the drive support cap. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.